Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the customer loaded cold insulin into the cartridge. Customer¿s blood glucose level was 100-200 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.